Event description:
Facility reported an external blood leak (7th use). Blood loss was 300cc. Blood was not returned back to the pt. No medical intervention. No pt ill effect. Sample is not available for examination.